Event description:
The customer reported via phone call that he had received 2 check settings alarms. Customer stated that he received a new pump and when he went to see how many units he needed to take it told him to reset his settings. Customer's blood glucose was 510 mg/dl. Customer treated with a bolus and manual injection. Customer reported that he wife had called in to get the pump set and she set it. Customer stated that the alarm occurred during the first rewind. Customer was advised that the check settings alarm will always occur after exiting the training mode. Customer was advised to monitor the pump. Customer was advised that since he did not have the bolus wizard settings, it only tells him to set the bolus.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.